Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip was opened and it was noticed that the clip was defective. A photo was provided by the customer showing the yolk still attach to the catheter, evidence of a soft deployment. The procedure was completed with another clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
H6: imdrf device code a150103 captures the reportable event of clip prematurely deployed in unknown anatomy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip was opened and it was noticed that the clip was defective. A photo was provided by the customer showing the yolk still attach to the catheter, evidence of a soft deployment. The procedure was completed with another clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip prematurely deployed in unknown anatomy. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly with evidence of premature deployment. A photo was provided confirming the reported allegation. No other problems with the device were noted. The reported event of clip premature deployment was confirmed. During product analysis it was found that the clip had evidence of premature deployment since the device was returned without the clip assembly. Also, after a microscope analysis, it was found that the control wire did have the yoke attached to it, clear evidence of a premature deployment. Most likely during unpacking of the device, the clip was hit against a hard surface, causing the damage on the capsule, this possible hit, lifted the locking tab, which function is to attach the clip to the bushing, therefore, with this component lifted, there is not enough subjection between the clip and the bushing, causing the reported problem on the device. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.